Event description:
The consumer reported that since implant on (B)(6) 2012 the patient felt pain with stimulation on in their inner left thigh and leg. The patient thought their device had been off for a few months because they stopped feeling the pain sensation in (B)(6) 2015. The patient was not able to connect to their implantable neurostimulator (ins) due to an issue with their programmer. The consumer further reported that their surgeon was aware of their painful stimulation in the leg and the device possibly being off. The patient called to inform them of battery depletion. The pain in the left leg had been ongoing almost since implant. The circumstance that led to the event was that the patient's device just quit working. The patient did not experience much change with the device being turned off and had maybe a little leakage. The steps taken to resolve the device being turned off were in progress as the battery was depleted and the patient needed to make decisions. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.